Manufacturer narrative:
(B)(4). Concomitant medical products: 00434901013, humeral stem 10 mm stem diameter 130 mm stem length, 62790792. 00434903600, poly liner plus 0 mm, 62890669. 00434903611, glenosphere 36 mm diameter, 62989469. The complaint is under investigation. Once the investigation is complete a follow MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06719, 0001822565 - 2018 - 06722, 0001822565 - 2018 - 06725.

Event description:
It was reported in a clinical study that the patient underwent initial left reverse shoulder arthroplasty and was subsequently experiencing ongoing pain, impingement at one and two year time frame follow-ups. Limited range of motion and worsening pain were noted at three year time frame follow-up. No medical intervention was required. No additional information is available at this time.

Manufacturer narrative:
The complaint was confirmed based on the clinical documents. Device history records were reviewed and no deviations and/ or anomalies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The follow report is submitted to relay additional information received: foreign- (B)(6). The complaint is under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
No additional information is available to report at this time.